Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file. The log files spanned approximately 9 days (11nov2020 to 20nov2020 per the timestamp). A backup battery fault alarm activated on (B)(6) 2002 at 13:11 due to a load test fail. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. Prior to the failed load test, the controller passed multiple load tests without issue. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit. The alarm resolved on its own on (B)(6) 2020 at 14:44. The driveline was disconnected on (B)(6) 2020 at 15:45 for a controller exchange. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6), was functionally tested with the returned backup battery, serial (B)(6). The controller was connected to a mock circulatory loop for an extended period of time without any issue. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 10mar2018. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by the patient that there was a backup battery fault alarm on their controller. Due to repetitive backup battery fault alarms a decision was made to exchange the controller for a new one. No further information was provided.